Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was fractured, and it was revised on (B)(6) 2010. It is unclear what was done at the revision. Additional info has been requested, a f/u report will be sent if additional info becomes available.